Event description:
Customer states that the aviva meter appears to be burned and has a "rainbow effect" on the meter display. Customer states that she dropped the meter last week, but was able to test with it without any issues. Meter did not show signs of melting, smoking, flaming, or exploding. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.